Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: stress marks observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional later reported right side "hole, non-specific." The device has been explanted.